Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that the pump is to run for 96 hours. She was due to be unhooked around 1420 on (B)(6) 2022. Patient states that when she woke up at 0700 the pump was beeping completed and the bag was empty, so she is not sure when it actually ended (could have been well before 0700). I verified that settings were correct and it is reading 0.0 ml to give and bag is empty. Patient is also experiencing adverse side effects this treatment that require intervention. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the device was in good condition, and all was intact. There was no evidence of the error or reported problem recorded in event history log. Customer reported problem was duplicated during the investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was recommended that the expulsor be trimmed. The root cause was unknown. A DHR (device history record) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.